Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported the patient complained of hearing an alarm and spasticity had increased. The hcp noted multiple motor stalls in the event logs. The most recent motor stall did not record any recovery. A rotor study was performed and indicated the rotors were not turning. The patient has been receiving supplemental oral medication. The drug in the pump was compounded baclofen 2000 mg/ml at a dose of 550 mg/day. The device was explanted and replaced. No other symptoms or outcome were reported. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Final device analysis of the pump revealed s2 corrosion. There was low coil to case resistance. There was orange residue on gear wheel three surface, as well as on the motor stall was noted. Motor testing revealed that the pump head and motor turned together without the feed through. The pump tube was discolored and had orange residue on the surfaces. There was significant pooling of moisture and residue on the gears with pools of moisture and feed through corrosion present. All gears had moisture drops and residue in the jewels.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. (B)(4). Further investigation of the pump serial number (B)(4) resulted in a change of the analysis finding from ¿pump motor gear train anomaly involving corrosion and/or wear and/or lubrication¿ to ¿feed thru anomaly/shorting across insulator¿. The feed through anomaly did appear to be a root cause for device failure.

Event description:
It was reported that there was a return of patient symptoms. It was noted the patient¿s return of patient symptoms were increased spasticity.